Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during routine maintenance. The affected circuit (patient or cardioplegia) is unknown. A malfunction of the stirrer motor on the patient circuit cannot be excluded. There was no patient involvement.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the reported error code was on the patient side and associated to the stirrer motor. A livanova field service representative investigated the device and could confirm the reported issue. The error was traced back to a blocked stirrer motor. The complete patient bridge was replaced to solve the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.